Event description:
It was reported that biomed said the nurse stated the patient temperature was not showing up. They had mode connect the patient temperature simulator to patient temperature 1 and it read 37.1 and then they moved the simulator to patient temperature 2 and it read 37.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned,

Event description:
It was reported that biomed said the nurse stated the patient temperature was not showing up. They had mode connect the patient temperature simulator to patient temperature 1 and it read 37.1 and then they moved the simulator to patient temperature 2 and it read 37.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.